Event description:
False negative result (s). The customer stated, "your nasal swab test does not work I used the flow flex and went to the emergency room within 24hours of each other hospital tested me positive and flow flex tested negative the morning of hospital visit extremely aggravated with flow flex as I have potentially infected other based on your products response."